Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m7360t801 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was leakage of the sleeve on the suction catheter, at the end closest to the patient. No further information provided at this time.

Manufacturer narrative:
One used sample was received for evaluation. The rotary manifold component was not returned with the suction catheter. The sample was received in generally good condition. Visual inspection under ambient light conditions revealed that the sample was intact with no visible damage, and that all the components were present and within specification. The sample was tested for leakage and there were no leaks observed. The reported event could not be reproduced by the lab. No root cause could be determined. All information reasonably known as of 06 dec 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 30 oct 2018, the patient was connected to a warming humidifier and a ventilator. After the reported event, the facility stopped using the system.

Manufacturer narrative:
All information reasonably known as of 12 nov 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.